Event description:
The customer reported to baxter (B)(4) a y-type irrigation set which experienced a no flow during priming. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual inspection and functional testing was performed. The defect of no flow was confirmed due to collapsed bushing. No additional information is available.